Event description:
It was reported that there was a critical alarm. The critical alarm was a motor stall that never recovered. Patient symptoms include pain in back. The pump was replaced on (B)(6) 2014. The cause was unknown. The pump system was delivering dilaudid, clonidine and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that the patient had a motor stall. Patient had gone into the emergency room (ER) the day prior to the report with return of symptoms, increased pain and the pump was alarming. Upon interrogation a motor stall message was received. There had been no MRI or electromagnetic interference (emi) environmental exposure, ¿motor stall appears to be out of the blue.¿ it was noted that the pump was programmed to minimum rate and the physician was considering pump replacement options with the patient. The patient¿s pain was being controlled with IV medication. Additional information received reported that the cause of the stall was undetermined. It was noted that the patient was discharged from the hospital on (B)(6) 2014 after having the pump replaced on (B)(6) 2014. It was reported that the issue had been resolved.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).